Event description:
Medical safety reported complaints involving leopard cages from literature which were reviewed for post market surveillance reporting. Article title: ¿restoration of lordosis and disk height after single-level transforaminal lumbar interbody fusion¿, (kepler, c.) Publication date: feb 2012 the object of the study was to study radiographic and clinical outcomes after transforaminal lumbar interbody fusion (tlif) in order to determine the impact of tlif on lumber lordosis, intervertebral height, and improvement in clinical outcome measures. N=3; subsidence of 2mm or more. The following mfg medwatch reports are being filed for the three events involving leopard cages: 1526439-2014-11714, 1526439-2014-11715, 1526439-2014-11716.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: ¿restoration of lordosis and disk height after single-level transforaminal lumbar interbody fusion¿, (kepler, c.) Publication date: feb 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.